Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall resulting in a pericardial effusion. Prior to resolution of the effusion, the patient experienced hypotension and cardiac tamponade in addition to not feeling well. The pericardial effusion was drained the day following implant and the patient recovered. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.